Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to oversensing. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable post procedure.